Event description:
It was reported that the patient developed an infection at the pod¿s insertion site after wearing the device. The patient went to urgent care and was diagnosed with an abscess. The infected area was 4 inches in diabetes and was painful, warm to the touch and inflamed. The patient was prescribed keflex (500 mg), to be taken 3 times daily for 7 days. The pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.